Manufacturer narrative:
Review of the unit's software log show that the device operated for a total of 12,436 compressions. The log shows there were three rescue events and a number of small runs with either erratic loads (ad-hoc tests) or very stable loads (springs or manikins). (B)(6). In every case, the unit gave compressions well within tolerances; both in timing and position (depth).there was no indication of any malfunction. Testing of the device by defibtech, which included running the device on a test fixture for 15 min (1,606 compressions) and a visual inspection of the device's internals (connections, cabling, soldering etc.), showed that the device is functioning properly as designed.

Event description:
After deployment of the device by professional users, the staff medical director noted injury to the patient's chest. The patient's outcome is not known.